Manufacturer narrative:
An olympus endoscopy support specialist (ess) was dispatched to the user facility for a repair reduction in-service. The ess reported the following findings: precleaning was not being performed correctly. Air/water channel was not being cleaned with the air/water channel cleaning adapter and the auxiliary channel was not being flushed. Additionally, the ess observed improper leak testing. The ess performed an in-service to staff, which covered repair reduction information, tips, techniques, all pre-cleaning, and manual cleaning information contained in the olympus manual. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported a blur on the image of a evis exera ii colonovideoscope during an unknown procedure. The user stated flushing would temporarily remove the blur, but it would soon reappear. The procedure was completed with the same device successfully. No impact or harm to patient was reported.

Manufacturer narrative:
The following fields were updated. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: precautions: instructions provided in this manual are not valid for olympus devices repaired by a non-olympus facility. The olympus recommended reprocessing procedures have not been validated for reprocessing devices repaired by a non-olympus facility. In the event that your device has been repaired by a non-olympus facility, please contact that repair facility for instructions regarding reprocessing. The user handling may have deviated from IFU for they used simethicone in their water bottle, conducted incorrect/insufficient reprocessing and reported the subject device repaired by the third-party agency.